Manufacturer narrative:
Approximate age of device- 3 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that pump thrombosis was suspected, and the pump was exchanged on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned with the percutaneous lead cut approximately 6 inches from the pump housing and the severed portion of lead was returned in two pieces, an approximately 26.5 inches distal end portion and a 5inch portion. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball and the inlet bearing cup. The inlet bearing cup had been unseated during the disassembly process from its bore in the distal-side of the inlet stator and was present in the blood tube/rotor inlet area, due to the adhered thrombus formation. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the proximal side of the outlet stator revealed a large, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition had evidence of denaturation and the circumferential contact marks on the outlet cone section of the rotor, indicate that the deposition was present in the outlet stator for an extended amount of time while the pump was operating. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus formations. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Incidental finding: during the investigation of the device it was noted that tape had been previously applied to the silicone sleeve of distal end portion of lead, covering up several small tears at the terminus of the distal end bend relief. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.